Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm on the shield with the incident lot was observed. Evaluation of the customer samples was performed and embedded fm on the shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes the shield was dirty. Two tubes had this issue. The following information was provided by the initial reporter, translated from japanese to english: the shield was dirty.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes the shield was dirty. Two tubes had this issue. The following information was provided by the initial reporter, translated from (B)(6) to english: the shield was dirty.